Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event gel misplaced - non-vascular. Device code a1502 captures the reportable event gel misplaced - vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. Fiducial markers were placed transperineally prior to the hydrogel placement. The procedure was performed under general anesthesia. It was reported that during the procedure the scrub tech did not connect the plunger cap properly, and the physician had to re-adjust the device during the procedure. The event led to the displacement of the needle injection. Post-procedure films should have apical coverage with some hydrogel displaced. It was reported the needle may have penetrated the denonvilliers fascia causing some displacement. Later it was confirmed that a little amount of hydrogel was misplaced near to the apex. No patient complications were reported due to this event. The patient was reported stable at the moment of this report. Additional information received may 19, 2023: it was further reported the computed tomography (CT) scan showed the hydrogel had been place into the venous plexus and it travel all the way around the prostate in the circular fashion and it collects at the apex of the prostate. It was also determinate the hydrogel seemed to had travel inferiorly to the veins below the prostate towards the right pubic bone. It was reported the risk of embolism for this case was very small.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. Fiducial markers were placed transperineal prior to the hydrogel placement. The procedure was performed under general anesthesia. It was reported that during the procedure the scrub tech did not connect the plunger cap properly, and the physician had to re-adjust the device during the procedure. The event led to the displacement of the needle injection. Post-procedure films should have apical coverage with some hydrogel displaced. It was reported the needle may have penetrated the denonvilliers fascia causing some displacement. Later it was confirmed that a little amount of hydrogel was misplaced near to the apex. No patient complications were reported due to this event. The patient was reported stable at the moment of this report.